Manufacturer narrative:
On 02/08/2016, intuitive surgical, inc. (Isi) received the user facility medwatch (B)(4) related to this event from the hospital. The reported information is consistent with the initial report that was submitted by isi. Per the hospital's policy, the hospital will not release the device back to the manufacturer for inspection; therefore the root cause of the customer reported failure mode cannot be determined. Isi has requested the hospital to provide pictures of the device, if available, but have not received any responses from the hospital at the time of this report. A follow-up MDR will be submitted if additional information is received. Based on the information originally reported by the customer, the endowrist vessel sealer instrument that failed was used for approximately 18 minutes. Review of the da vinci system logs confirmed that the correct device lot number on the user facility medwatch should be s10150813 0289 and not s10150909.

Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument became stuck on tissue and would not open. At this time, it is unknown what caused or contributed to the instrument's reported failure. The patient experienced minor bleeding which was controlled by cauterizing with the endowrist vessel sealer instrument. No patient harm, adverse outcome, or injury was reported.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, while the endowrist vessel sealer instrument was gripped on tissue, the grip release did not work and the instrument tips would not open. On december 3, 2015, intuitive surgical inc., (isi) obtained additional information from the site's nurse technician, whom was present during the surgical procedure. The nurse indicated the surgeon was using the endowrist vessel sealer instrument to cut and dissect the patient's mesenteric tissue from the colon area when the instrument grips became stuck while grasping tissue and it could not be released. The surgical staff attempted to release the endowrist vessel sealer instrument using the thumb wheel and release levers, but were unsuccessful. The surgeon used another instrument to open the endowrist vessel sealer instrument jaws and the patient's tissue was released. Once the tissue was released, the endowrist vessel sealer instrument was removed. It was reported that the patient experience minor bleeding as the surgeon was attempting to seal and while grasped a 'big bite', the instrument did not seal all the way through the patient's tissue therefore when the surgeon proceeded to cut minor bleeding (200cc) occurred. The bleeding was controlled by cauterizing with the same endowrist vessel sealer instrument. The nurse stated that this level of blood loss was not out of the ordinary for this type of procedure. The surgeon replaced the instrument with another endowrist vessel sealer instrument and the procedure was completed with no further incidents. No patient harm, adverse outcome, or injury occurred.